Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and found that the iabp was not fully seated in the cart. The fse checked the charging circuit, and during checkout found a loose connector, which caused the compressor to not perform the output test. The problem was resolved once the cable was seated properly. The fse calibrated the transducers and regulators, and verified unit calibration. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) would shutoff and not run after 20 seconds. There was no patient involvement, and no adverse event reported.